Manufacturer narrative:
Investigation conclusion: a direct relationship between the device and the reported event could not be determined. No alarms were reported during the event. An autopsy was not performed and the pump was not explanted for evaluation. The hm3 IFU lists right heart failure and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 20 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired due to multi organ failure. The patient had right heart failure treated by temporary right vad. Pulmonary infection was presented with high bilirubin. The right heart failure was diagnosed after lvad implantation. No autopsy was performed and the device was not explanted. No further information was provided.